Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient an insulin flow blocked alarm event on (B)(6) 2025. The blockage is in the tubing. No further information available.